Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient has a left total hip with a subsided corail stem that has ingrown at the position it subsided. The patient also has heterotopic bone that needs to be removed. The stem and cup are well fixed. The surgeon removed the bone and changed the head and liner. The surgeon put in a longer head to make up the length difference due to the stem subsiding. The patient is stable. This hip was done in 2011.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.